Event description:
The following info was obtained from the pt, the pts' peritoneal dialysis nurse and medical records. On (B)(6) 2014 the pt began experiencing abdominal pain, discomfort, nausea and vomiting. The pt presented to the hospital on (B)(6) 2014. She was evaluated and released home the same day. The pt returned to the hospital on (B)(6) 2014 with complaints of the same symptoms. A complete work-up was performed and the pt was diagnosed with an incarcerated umbilical hernia. The physician reduced the hernia at the bedside. The following day, the pt developed worsening abdominal pain. The pt was diagnosed with peritonitis most likely due to translocation of the bacteria from the distended bowel. The identified bacteria was enterobacter cloacae. The pt was treated with vancomycin, ceftazidime and aztreonam. At the time of discharge on (B)(6) 2014 the pts' symptoms had resolved. The pt rec'd maintenance capd during her hospital stay. It was elected not to surgically repair the pts' hernia until she was off of her anticoagulant medication due to the increased risk of bleeding.

Manufacturer narrative:
This MDR represents the pt's diagnosis of peritonitis. The post market clinical staff and physician have reviewed the medical records supplied. The (B)(6) female pt with the end stage renal disease on peritoneal dialysis, suffered an even of incarcerated umbilical hernia, which was successfully reduced at bedside. Subsequent to this event; however the pt developed an event of peritonitis though to be secondary to the bowel incarceration. The plant investigation is currently on-going. A supplemental report will be submitted upon completion of the plant's investigation. See related MDR: 2937457-2014-00428.